Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during setup, the manifold which connects to the line that comes out of the arterial membrane of the oxygenator was cracked. No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 25, 2017. The returned sample was visually inspected. A crack along the l-shaped connector was found while still connected to the luer port. A retention samples from the same product code and lot number combination were visually inspected and confirmed to not have any damages or cracks on the l-shaped connector. Replication testing found that this crack appears on the part when the l connector is over tightened on a port. During setup of the circuit, the l connector had likely been over-tightened, causing it to crack. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.